Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedances. In the last year, the values have risen from around 400 ohms to greater than 2500 ohms. At this time, the lead remains in service and the physician has elected to monitor the lead. The physician suspected lead damage as the source of the observation. No adverse patient effects were reported.